Manufacturer narrative:
The customer reported that smoke was seen coming out of the back of the cell-dyn 1800 instrument. The issue was isolated to the power supply assembly, which was replaced and the instrument was returned into an operable status. The power supply assembly was evaluated no visible signs of smoke or burnt areas on the returned power supply assembly were found. The printed circuit board assembly was missing the 1.6a fuse at the f1 location. There was no harness power supply (internal) provided with the power supply assembly; the condition of the iec harness cable was unknown. The cause of the customer's issue could not be determined. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn 1800 system operators manual, list number 07h80-01, revision e, contains information to address the customer's current issue. Based on the event details and the current evaluation, no product deficiency was identified with the cell-dyn 1800 instrument.

Event description:
The customer observed smoke coming from the back of the cell-dyn 1800 analyzer. No flames were seen. There were no reports of injury or damage to the surrounding lab environment. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4): smoking. (B)(6).